Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the health authority, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924752) was impeded in the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31638680) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged for about 10 minutes. Additional event information received on 14-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target site was the ophthalmic artery segment. Normal degree of tortuosity was noted. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the health authority, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924752) was impeded in the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31638680) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged for about 10 minutes. Additional event information received on 14-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target site was the ophthalmic artery segment. Normal degree of tortuosity was noted. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was noted. The concomitant stent was found detached in the proximal end of the catheter. The stent was retrieved, and the microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.